Event description:
It was reported from (B)(6) that the battery oscillating device fell on the floor causing the device not to function. It was further reported that the device was not used in a surgical procedure. It was not reported if was there was patient involvement. There were no delays to a scheduled surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the battery oscillating device fell on the floor causing the device not to function was confirmed. An assessment was performed and found that the housing of the device was broken and torn off. It was determined that the device was dropped on the floor. The assignable root cause was determined to be due to improper handling, which is misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.